Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 500 mg/dl. The customer was treated with bolus. Customer also reported that the insulin pump received no delivery alarm as well as infusion set had bent cannula. The customer declined troubleshoot for high blood glucose due to she knowing her healthcare professional made changes to her pump settings. The insulin pump will not be returned for analysis.